Event description:
Reported the circuit breakers on the ventilator tripped. If the circuit breakers on the ventilator trip, there is no ac power to the ventilator. There was no patient involvement and the ventilator did alarm. The respironics service technician found the circuit breakers on the ventilator in the off position. The service technician reported he was unable to duplicate the customer reported problem, but confirmed there was a diagnostic code in the ventilator log history that indicated a power failure and a ventilator restart. The service technician replaced the power supply to correct the problem. Extended self testing (est) and performance verification testing was performed and all tests passed per operating specifications.